Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, crease sharp on radius assessed, as fold flaw opening. Additional observations: crease fold observed, stress marks observed, yellow particles inside of the device, wear abrasion observed.

Event description:
Healthcare professional reported, a left side deflation. Device has been explanted.

Event description:
Device has been explanted.